Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during transport, the cardiosave intra-aortic balloon pump (iabp) units display was shattered. There was no patient involvement.

Manufacturer narrative:
Additional contact person phone: (B)(6). A getinge field service engineer (fse) completed repair and replaced display(d160-00-0127) and cart handle (d367-00-0103) due to damage of unit being turned over. Performed full function check and calibration. No other issues noted returned unit to service. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department inspected a assy, display top lcd p/n 0160-00-0127, serial number (B)(6) and observed the display is cracked/broken. No further test can be done due to the cracked/broken display. Retaining the assy, display top lcd in the failure analysis and testing department per procedure 0002-07-d008 rev ak. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.